Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the air dermatome ii had cracks and blisters in various areas. This equipment has been in use for a couple of months. According to customer, all methods for cleaning and sterilization are validated and correct. No additional clinical information was received prior to this report.